Manufacturer narrative:
The sample collection details were not provided. Qc was run before and after this event and results were within specifications. A field service engineer (fse) was dispatched: the fse performed a full decontamination, inspection and verification of the instrument. All results were within specifications and validation was completed. . The root cause based on data provided is most likely related to sample mixing. The patient's results are indicative of inadequate mixing. Per bci labeling: "when wbc and plt rare too high or low, hgb and rbc are opposite, too low or high. Sample was not mixed adequately before aspiration. Remix sample and cycle again."

Event description:
A customer contacted beckman coulter inc, (bci) regarding incorrect low white blood count (wbc), platelet (plt) and high red blood count (rbc), hemoglobin (hgb), and hematocrit (hct) results, without instrument generated flags, generated by the coulter act 8/10 analyzer for one patient. The results were reported out of the lab. The same patient was redrawn 2 days later and run on this and on a different instrument where both instruments gave results that were considered correct. The original specimen was then re-tested on the different instrument and obtained results correlated with the second sample. A corrected report was issued. There was no death, serious injury, or effect to patient treatment associated with this event.